Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e336 error occurred due to fan failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported issue was reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Full e1 address establishment name: (B)(6).

Event description:
It was reported, the video system center fan motor was not functioning. This issue occurred during preparation for use in an unspecified procedure. There was no delay, and the procedure was completed using the same device. There were no reports of patient harm.